Event description:
It was reported that during a ptca treatment procedure involving a calcified and 90% stenotic lesion in the tortuous first diagonal branch of the lad coronary artery, the maverick2 monorail balloon was suspected to have ruptured at 6 atmopsheres on the initial inflation. It is noted that the lesion was not pre-dilated and the physician felt much resistance with insertion of the device. It was noted that there was extrusion of contrast from the balloon after removal. The patient was asymptomatic during this event. The maverick2 monorail catheter was removed and replaced with another balloon catheter to complete the procedure. A 6f zeon introducer sheath, a neo's soft guidewire (size unknown), a 6f zuma guide catheter and a medtronic everest inflation device were also used in this case. The procedure was successfully completed. Patient status is reported as 'good'.